Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 22.5 diopter intraocular lens (iol) was explanted from a post-operative radial keratotomy (rk) hyperopia patient's operative eye. No additional information was provided.